Event description:
Rptr got their breast implant back in 1990 and got regular mammogram in hospital some day in march 2005 and since that they started getting pain in their chest. Went to the hospital thinking it was a heart issue and they found everything ok and when rptr got the result from the doctor of the mammogram they said they got a leak from implants, rptr was looking to the doctor that did breast implant and they told them he is not practicing any more due to a heart attack and they cannot find any info about him, rptr is kind of frustrated because they went to different plastic surgeon and he was asking for their records and rptr cannot find it. Rptr went to another plastic surgeon and now they sent rptr to do an MRI. Rptr would like to know if there is any kind of help from the manufacturer of the implants to cover any of the expenses.